Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's report was confirmed. A root cause could not be identified. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a diagnostic endobronchial ultrasound procedure, the tip of the evis eus ultrasound bronchofibervideoscope was broken off. The tip remained inside the balloon that was in use, and did not fall into the patient cavity. The procedure was completed with a back up olympus device. There were no reports of patient harm.